Event description:
A caller reported that their pump screen was dark and wouldn't turn on after the pump got wet. There was no reported impact to the customer's blood glucose level as the caller declined to share details. Technical support planned to follow up for further assistance as the pump was not available for troubleshooting during the initial contact.